Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause is not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tip of the inner sheath fell off in multiple pieces inside the patient during an unspecified procedure. The pieces fell into the bladder and urethra and were retrieved with a snare and forceps. It was reported that it took extra time, less than 30 minutes, to retrieve the pieces and look with the scope to make sure there were no pieces left behind. The patient was under general anesthesia during this time. The procedure was completed with a back-up device. There was no further patient impact reported.